Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the device. The fse replaced the two batteries the runtime on the new batteries could not be verified because they were new and not yet fully charged. The fse verified the runtime using a backup set of batteries and was unable to duplicate any charging or performance errors. Further communication was received from the fse vis email stating that the batteries that were reported not holding a charge were charged in full and had a proper two hour battery run time performed. The fse completed the repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Additional infr initial reporter's name: (B)(6).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected field: h6- type of investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(impact - codes).

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issues with its battery holding a charge. There was no harm reported.